Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure was the first case of the morning. The patient was npo (nothing by mouth) prior to the procedure, their hydration status was normal and they were in atrial fibrillation. The transesophageal echocardiogram (tee) measurements at baseline were 22-29mm and the angiography measurements were 24mm in the ostium of the laa. A watchman truseal access system (was) was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed in the laa. The compression of the closure device was not high enough. The device was fully recaptured, removed and disposed of. The was repositioned using a pigtail catheter. A 33mm wds was then advanced via the was. The closure device was deployed and the tee measurement was 28-30mm with a compression of 10-15 percent. The laa pressure was about 10 mmhg. The position was good with a complete seal and the device was anchored with three tug tests performed. The physician determined the closure device met criteria and the device was released in the laa. Right after the release, the closure device embolized to the left atrium. The physician decided to snare the closure device over the trans-septal sheath. During this maneuver the device moved over the mitral valve into the left ventricle. The physician decided to use a retrograde approach over the femoral artery and over the aortic root with a snare kit and a wire. The device was snared and completely secured in a 14fr sheath. The 14fr sheath with the device inside were disposed. Tee and transthoracic echocardiogram (tte) were performed and there was no harm to the patient.